Event description:
Tips of sheaths came apart after inter stylus inserted. Sheath was not used in the case. So no harm to pt, however, major defect of the product that could have led to an adverse outcome for the pt.